Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was observed to be "squirting" out of the infusion set tubing instead of flowing as drips. An infusion set change was performed to address the issue. Customer's blood glucose level was 174-175 mg/dl.